Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received indicating an unknown sensor scan values issue while using the adc device. As a result, on (B)(6) 2022, the customer stated that they "couldn't talk move, or speak, body blowing up, nauseous" and had a seizure and a loss of consciousness. The customer was brought to the emergency room for observation and had their blood glucose test performed. A-lab glucose test of 44 mg/dl was obtained and the customer was treated with intravenous glucose provided for diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.